Manufacturer narrative:
The investigational analysis has been completed. Investigation summary: the device was visually inspected and foreign material was found inside the pebax, a scratch was observed on pebax, no internal parts were observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, and a hole on the pebax surface. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster product analysis lab discovered the returned condition of the hole in the pebax. After an hour since the catheter was used when ablation was conducted for the posterior wall, zeroing was conducted several times. However, stable contact force could not be obtained. Therefore, the catheter was removed from the patient¿s body. Blood was noted in the coil part of the tip. The catheter was changed. The procedure was completed without patient's consequence. Additional information was received on the event. There was no damage on the pebax. There was no information on the sheath. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The generator was set to power control mode. The system did not ablate above the cut off value. The force issue was assessed as not reportable. Since the potential risk that it could cause or contribute to a death or serious deterioration in the patient¿s state of health was remote. The foreign material in the pebax with no external damage was assessed as not reportable. Although foreign material was found underneath the pebax, there is no damage to the pebax integrity. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The biosense webster product analysis lab received the device for evaluation and the device was received in the condition reported. It was noted on october 26, 2018 that there was reddish foreign material in the pebax sleeve. There was also a surface scratch on the clear pebax. No internal parts were exposed. The not reportable assessment remains. After a second visual analysis on december 6, 2018, there was reddish material in the pebax sleeve, the dome was found dented. No internal parts were exposed. The additional finding of the dome dented was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. An additional evaluation was performed on the device on december 6, 2018. The scanning electron microscope (sem) showed evidence of mechanical damage, stress marks, and a hole on the pebax surface. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole on the pebax was assessed as a reportable issue. The awareness date for this reportable lab finding is december 6, 2018.

Manufacturer narrative:
After further review on (B)(6)2019 , the investigation summary has been updated for clarification. Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After an hour since the catheter was used when ablation was conducted for the posterior wall, zeroing was conducted several times. However, stable contact force could not be obtained. Therefore, the catheter was removed from the patient¿s body. Blood was noted in the coil part of the tip. The catheter was changed. The procedure was completed without patient's consequence. Additional information was received on the event. There was no damage on the pebax. There was no information on the sheath. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The generator was set to power control mode. The system did not ablate above the cut off value. The device was visually inspected and foreign material was found inside the pebax, a scratch was observed on pebax, no internal parts were observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, and a hole on the peebax surface. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding blood in the tip part was confirmed. The customer complaint regarding force issue was not confirmed since the device was found working under specifications. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number; (B)(4).